Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error while giving bolus. Customer's blood glucose was 20 mmol/l. The customer stated before there is no delivery alarm. The customer change new set and deliver a bolus of 5 units. The customer will be contact for insulin pump replacement.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a cracked case near the display window corners.